Manufacturer narrative:
Additional narrative: (B)(6). Additional device product codes hrs, jds. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight is not available for reporting. Additional device product code is hwc. (B)(4). The subject device was not completely removed from the patient; therefore, this device is not considered to have been explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2015 due to pain, two broken screws, and a tendon plate that was ¿pushed up¿. During the revision surgery not all of the hardware could be removed. It is not known which devices could not be removed during this procedure and why. This report addresses inability to remove the two broken screws during the (B)(6) 2016 revision surgery. Please see related complaints (B)(4) which address and report additional events related to this patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this device was not returned for investigation. The provided x-rays were review and the narrative could be confirmed. No definitive root cause was able to be determined; a failure resulting from either a material defect or the manufacturing process can be excluded. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.